Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced pain and numbness following a drg trial implant procedure on (B)(6) 2022. The night of (B)(6) 2022, the patient had also experienced loss of leg function. As a result, the leads were explanted on (B)(6) 2022 to address the issue. Following this procedure, implant pain had subsided but loss of leg function persisted. There is no additional information at this time. It is unknown which lead is liable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.